Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of irregular low voltage alarms while connected to the mpu was confirmed via the provided log files. On 19oct2025, the log file captured multiple instances of low voltage alarms while the mobile power unit (mpu) was in use. These alarms are consistent with a loss of ac power, as the voltage within both cables steadily decreased. In each case the alarms resolved within a few seconds when power was restored to the system. No other notable events were observed. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit were unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage/power cable disconnect alarms. Low voltage alarms may lead to a no external power alarm. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic due to a low voltage alarm that the patient stated occurred when on battery or wall power. Upon interrogation, there were 8 low voltage alarms and 1 replace emergency backup battery (ebb), but the ebb has 22 months left before expiration. Log files were submitted for evaluation which captured low power hazards on (B)(6) 2025 which appeared to be caused by power to the mobile power unit being briefly interrupted.